Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip 2120 cassette not attached alarm and error code ec 46228 were evaluated. Physical condition of device revealed missing battery door separator and dso seal cracked with inoperable latch lock sensor. The event was caused by the dso sensor and latch lock. Error code was cleared and dso sensor and latch lock replaced.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip 2120 reveled ec 46228 alarm and cassette not attached alarm. This was during testing and no patient involvement.